Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v218120, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that patient was not able to adjust stimulation and a display showing "call your doctor "icon was noted. It was indicated that a power on reset was noted. If additional information is received, a follow up report will be sent.